Event description:
It was reported that the intraocular lens (iol) was noted as scratched after being fully inserted into the patient's ocular sinister (left eye). The iol was cut out and removed in two (02) pieces. There was no medical or surgical intervention required; however, a five (05) minute delay was reported. Patient status was reported as fully recovered and daily activities were not significantly affected. Through follow-up, additional information was received confirming procedure completed successfully using backup lens with the same model and diopter size. No further information is available.

Manufacturer narrative:
Patient weight: unknown as information was asked but not provided. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.